Manufacturer narrative:
The customer determined the bnp reagent pack was not loaded into the correct slot in the reagent carousel and requested assistance from the hotline. Hotline instructed the customer to remove the misplaced reagent pack and delete it from the reagent inventory. Service was not dispatched for this event as the root cause was known.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a misloaded dnp reagent pack on the access 2 immunoassay analyzer. Patients results were not analyzed on the misloaded pack during the event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.